Event description:
It was reported that after experiencing multiple purge failure alarms the iab was removed. A replacement catheter was not placed. The pt subsequently expired hours later. Clinicians cannot determine if pt expiration was affected by the lack of iabp support. There is no specific evidence that this pt would have survived had iabp therapy been provided.